Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-33, lot# v508731, implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead.

Event description:
Additional information received from the healthcare provider indicated that the lead was replaced due to it moving. It was noted that the device was replaced due to normal battery depletion.

Event description:
The health care provider reported patient continued to have leaking since she got the therapy. The heath care provider was unsure the reason for replacement. The patient's indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.